Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a thyroidectomy procedure, the clips would not advance and would not close. Another device was used. There was no pt consequence.